Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent embolization occurred. The pt presented with a myocardial infarction having occurred the day before. The mildly calcified, 100% occluded, de novo target lesion was located in the severely tortuous ( with a significant bend; >45 degrees) proximal left anterior descending (lad) artery. The lesion length was 28mm and vessel diameter was 3.0mm. The pt anatomy was accessed through a right radial approach, and it was noted there was poor guide support from an ebu 3.0 catheter; reported to be "obvious the catheter was not co-axial with the left main". The lesion was pre-dilated with a maverick 2.5x20mm balloon. Residual stenosis was 50%. An attempt was made to advance a taxus liberte paclitaxel-eluting coronary stent 3.0x32mm to the lesion site, but despite several attempts the physician was unable to cross the lesion. When the stent was withdrawn back into the guide catheter, it was noted the stent dislodged from the delivery balloon and was located in the proximal lad and back into the left main stem. The stent was retrieved using a goose neck snare and the procedure was completed with non-bsc 3.0x18mm stent. The pt remained stable throughout the procedure, and was discharged in stable condition. No further pt complications were reported.